Event description:
The patient experienced increased spasticity symptoms just before returning to the hospital and heard the motor stall alarm. Interrogation showed that the motor was stalled. The physician tried to restart the pump but it was not possible. It was later noted that the pump was replaced and the patient felt "immediately fine." The device system was used to infuse compounded baclofen.

Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there was a gear train anomaly found and indicated as corrosion, as well as a low battery reset of undetermined cause.

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was later reported the pump was delivering baclofen intrathecal infusion solution concentration is 2 mg/ml for all the device life, and not an off-label baclofen solution. It was not compounded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.